Manufacturer narrative:
A thorough investigation into the root cause of the issue determined there was no ultrasound system malfunction associated with the off-target ablation. The ultrasound system was not used for final guidance to determine the ablation location. However, another philips medical device may have contributed to determining the position of the ablation. An investigation into this event is underway. Additional product and investigation details will be included in another follow up report.

Event description:
A customer reported an epiq 7g ultrasound system guided a fusion ablation procedure off of the expected target center. The procedure will be repeated to correct the fusion ablation target location.

Manufacturer narrative:
The customer did not allege any malfunction of the azurion system that may have contributed to the reported issue. A philips application specialist was present during the fusion ablation procedure and confirmed that there was no failure of the system during the procedure. Based on the available information, no product malfunction is confirmed and the reported issue was related to clinical decisions during the procedure.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported an epiq 7g ultrasound system guided a fusion ablation procedure off of the expected target center. The procedure will be repeated to correct the fusion ablation target location.